Event description:
A nurse reported that she had successfully placed a fecal management system with 45cc of sterile water instilled into the balloon inside a patient that had diarrhea. She stated that in less than 24 hours later she deflated balloon, because there was no fecal output coming through catheter and the patient had diarrhea seepage around catheter. Once the catheter was out of the patient the nurse re-inflated balloon to check for leaks and there were none. The nurse attempted to deflate balloon and was unable to deflate balloon.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. This event was reported by a nurse to a sales representative. It was verified by the nurse that they had used the syringe from the kit for the entire reported complaint event. The nurse had to use a new catheter kit. She stated she had success with the patient using the new kit. No additional patient/event information details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.